Event description:
It was reported the lead adapter was received by the failure analysis lab. No additional information is available at this time.

Manufacturer narrative:
Results: as received, the extension failed continuity testing due to broken wires in the header strain relief as well as one in the lead body just below the strain relief. There was also procedural damage. The broken wires were consistent with the extension being subjected to mechanical overstress. We could not determine, based on the information provided, if the stress occurred during a procedure or while inside the pt. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.